Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. One 6fr angio-seal vip was returned for evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. The guide wire and one unused carrier tube assembly was returned with a partially opened aluminum foil. Visual inspection revealed that the arteriotomy locator and sheath was slightly curved. There were kinks observed on both, hemostasis sheath and the locator. The kink areas were examined and deformation observed near the blood inlet holes. No anomalies were noted on carrier tube assembly. The outer diameter of the hemostasis sheath was measured and found to be 0.1158" and the outer diameter of the locator was found to be 0.0907". All measurements meet manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction based on the investigation results, it is likely that off axis force or some unanticipated obstruction led to this deformation in-situ. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was unable to push the angio-seal sheath beyond the puncture site, even with the dilation of 7fr introductory sheath. The procedure was completed successfully. The patient was fine after manual compression. Additional information was received january 15, 2019: the procedure performed was a percutaneous coronary intervention. A pre deployment angiogram was not performed. Manual compression was performed to achieve hemostasis.